Manufacturer narrative:
E1: initial reporter first name:(B)(6). H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for upstream and downstream occlusion detection and the device was able to properly detect both upstream and downstream occlusions. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was performed and revealed on the reported event date, an infusion of "solute IV primaire" was programed at a rate of 50 ml/hr with a vtbi of 200 ml. The device alarmed for a "downstream occlusion!:" 41 minutes after the start of the infusion. However, details surrounding the pump setup are unclear and it is not known where the line was occluded in relation to the pump, upstream or downstream. It is not known if the infusions were running on separate pumps or if the incident involved a secondary infusion setup. The reported condition was not verified. The ultrasonic and force sensors will be calibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient¿s systolic blood pressure dropped to 61 mmhg during infusion with a spectrum pump. While levophed was being infused at 50ml/hour, the physician ordered an unspecified vasopressor to be initiated at the same time. The line was connected on the y-site of the tubing of the levophed. After a few minutes the vasopressor infusion alarmed ¿occlusion¿; however, the infusion of levophed on the same channel and was not alarming. After verification, it was noticed that the tubing channel was clamped (unspecified whether up- or downstream of the pump and on which line) causing an interruption of the levophed infusion. The pump detected the vasopressor not infusing within minutes, not the levophed. No further information was available at the time of this report.